Manufacturer narrative:
Per the gfe response received on january 22, 2026, the replacement ui assembly is currently on backorder. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the backlight was out. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite repair as the backlight was out. Per good faith effort (gfe) response, the customer noted that the screen was dim when the brightness level was set to 100%. The remote service engineer (rse) informed the customer that a replacement user interface (ui) assembly would resolve the issue and provided the customer with the part number and price of the replacement ui assembly for repair. Resolution and disposition.